Event description:
It was reported that reduced r-wave amplitude was noted on the right ventricle (rv) lead. Provocative testing was performed no oversensing/undersensing was produced. The device was reprogrammed. Ventricular fibrillation (vf) induction testing was performed and undersensing resulting in arrhythmia was noted. The arrhythmia was self terminated. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricle lead was explanted and replaced to resolve the event. The patient was in stable condition.